Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard blood splatter. The following information was provided by the initial reporter: blood splattered on nurse when the needle was safteyed. Blood got on the nurses body and scrubs.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard unit from lot number 4010709. It was reported that blood splattered on the nurse during needle retraction. The unit was received unsealed and retracted and with no catheter provided. A visual inspection did not discover any damage to the vent plug or the device. No defects were discovered that may indicate leakage or blood splash. It is possible that a leak or hole in the catheter caused the splash but since no catheter was provided this root cause is unclear. A device history record review showed no non-conformances associated with this issue during the production of this batch.